Event description:
"Infection."

Manufacturer narrative:
Lead returned to MFR on 6/13/97. Electrical readings reveal no defects. Helix will only operate with resistance due to dried blood coagulated throughout the inner conductor, as well as in the helix housing. No other infections have been reported on devices under sterilization lot #101.